Manufacturer narrative:
Date of initial report : 2017-06-27. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during intra-operative use the top part of the jaw peeled away from the device. The staff discarded the ligasure and another device was opened to complete the case. There was no patient injury.

Manufacturer narrative:
Date of initial report : (B)(6) 2017 date of follow-up report : 2017-07-24 one lf1637 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found that the top part of the jaw was partially lifted from the overmold plastic. The cord plug of the device was also cut and not returned with the device. The customer reported component loose. The reported condition was confirmed. The manufacturing engineer was notified and it was determined that the damage to the jaw is consistent with the user mishandling the device. The damage to the jaw likely occurred during the insertion or extraction of the device jaw with the use of a trocar instrument. The investigation identified the root cause of the reported event to be user mishandling. The IFU states, use the appropriately sized trocar to allow for easy insertion and extraction of the instrument. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.